Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had 7.7 ml more in his pump than he was supposed to. No patient symptoms were reported. The pump was replaced. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.